Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to bacteremia. No additional adverse patient effects were reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.